Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a device alert for right atrial (ra) impedance out of range. Technical services (ts) reviewed available device data and noted the historical trend shows relatively normal post-implant stabilization in the ra. Ts also noted recent artefact on the ra channel is suggestive of minute ventilation (mv) artefact. In-clinic evaluation to assess the ra lead was recommended, as was programming mv "on" if appropriate. No adverse patient effects were reported. This ra lead remains in service.

Event description:
It was reported that there was a device alert for right atrial (ra) impedance out of range. Technical services (ts) reviewed available device data and noted the historical trend shows relatively normal post-implant stabilization in the ra. Ts also noted recent artefact on the ra channel is suggestive of minute ventilation (mv) artefact. In-clinic evaluation to assess the ra lead was recommended, as was programming mv "on" if appropriate. No adverse patient effects were reported. This ra lead remains in service.